Event description:
It was reported that a minicap contained an inadequate amount of iodine. The problem was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was discarded; therefore, a device analysis could not be completed. However, a batch review was conducted and there were no deviations found related to the reported problem during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.